Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor it was reported that   they suspect the ins battery is dead and inquired how to verify this. Caller noted the patient also said the ins battery is dead. Caller reported they attempted to connect to the ins with the equipment they have at the facility but were not able to connect to the implant and don't know if it is because of their equipment or if this ins is at eos. The caller mentioned that they have notes in the patient's chart from (B)(6) 2025 and (B)(6) 2024 that state the implant is nonfunctional. The caller also stated they have a note from (B)(6) 2024 that there was a malfunction of the interstim device; the battery had been nonfunctional for several years.  The caller also added that the note indicated the patient did not have follow-up on the device for 6 years. The agent reviewed MRI compatibility info and eos form, agent redirected to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.